Manufacturer narrative:
Two devices have been returned for the eval on (B)(6) 2011 (B)(4) (mfg 5/2010, exp 3/31/2013). We were able to verify and confirm the failure of all devices. We have found that balloons had holes and were degraded. The root cause of balloon degradation remains inconclusive. However, sometimes signs of degradation appear before shelf life exp due to storage conditions (the heat, light and/or humidity experienced by the packaging and the device prior to use). Since natural rubber latex is acted on by environmental conditions, we always recommend storage of our products in a cool dark area away from fluorescent lights, sunlight and chemical fumes to prevent premature deterioration of the rubber balloon (please reference lemaitre vascular, inc IFU for more details). Lot history records review did not reveal any discrepancies related to the complaint event during either the mfg or the packaging processes. Please note that the device's malfunction did not contribute to the pt's death.

Event description:
The pt in this case was under emergency care for a ruptured aaa. The pt had lost pulse and was under continuous chest compressions as you began the surgery aimed at repair of the ruptured aneurysm. The pt's aorta was cross clamped with hemostats (or similar) with direct access to the aorta. The physician further gained control of the aorta with the hand to facilitate a switch from the clamps to the balloon catheter. After a successful pre-use check with pruitt aortic occlusion device, the physician inserted the balloon into the aorta, (proximal to the hand controlling the aorta), and attempted to inflate the balloon - at which point it failed to inflate. Secondarily, the physician attempted to use another device that exhibited the same phenomenon in pre-use check (prior to contacting the pt). As a result, the physician used a different balloon catheter (30 cc foley catheter) to facilitate the removal of the clamp. The pt died with the aorta clamped and hemostatic when his heart rhythm degraded into asystole. The physician confirmed that the device's failure did not contribute to the pt's death.